Event description:
It was reported that when flushing the needle after drug was infused the nurse saw the leak on the plastic hub.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause was supplier-related. The product returned for evaluation was one 22ga x 0.75¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. A longitudinally aligned split was observed in the y-site. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and abundant superficial stress cracking were observed in the vicinity of the split. The split propagated along a molding weld line. The split propagated along a molding feature, indicating that features created during the molding process caused the observed fracturing. The stress fracturing observed further suggested that some part of the manufacturing process affected the mechanical properties of the y-site material. The device is a supplied component and the supplier has been notified of this event. The supplier has implemented actions to address this type of component failure and the device was manufactured prior to that implementation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing the needle after drug was infused the nurse saw the leak on the plastic hub.